Event description:
The following was reported to davol by the patient's attorney. On (B)(6) 2003, the patient was implanted with a bard flat mesh and a non-bard vaginal sling. The attorney's report alleges "pain and suffering," permanent injury, additional medical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.